Event description:
Pt died unexpectedly. Pt suffered from a variety of health problems in addition to his diabetes including seizures and a heart disorder. The coroner found a large concentration of glucose in his bladder and requested that the pt's insulin pump be inspected and tested and any info, including history be provided.